Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Along with a system software upgrade, the system interface, fluoro function, and video controller circuit boards were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would lock-up and then reinitialize. There was no adverse patient involvement reported. All reported patient information has been recorded in section a above.